Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 26mmol/l. Troubleshooting was performed. It was stated that the customer tried to turn on again after being discharged from the hospital and the insulin pump had a battery alarm. It was stated that the infusion set and reservoir were changed and the insulin pump was primed. It was stated that a high pressure could not be performed because, the customer did not have a tubing clamp. Advised that a tubing clamp will be sent and to call back upon receiving to perform the high pressure test. Ran a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.